Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: research continues to address the various hypothetical long-term effects of silicone implants, primarily silicone-filled breast implants. To the extent that such research applies to the safety of silicone in general for implantation, it is relevant to tissue expanders. However, given the intended temporary use of tissue expanders, and the fact that tissue expanders consist primarily of a silicone elastomer shell filled with sterile saline for injection, the research has not been directly concerned with tissue expander use.

Event description:
Health professional reported patient experienced "cellulitis". This is the left side record. Device remains implanted.